Manufacturer narrative:
Unable to verify software due to constant blank flashing white light on the display. The insulin pump was received with scratches on the lcd window cover and a constant blank flashing white light on the display due to cracked glass and vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.

Event description:
Customer reported via phone and stated that he just received his pump and that the screen was cracked. Inquired what led up to the complaint. Customer response: customer stated that he had opened up the box and had noticed the issue. Customer's outcome pertaining to the complaint: customer will be returning his current pump and will be receiving a replacement. Blood glucose un- reported.